Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of incident and current blood glucose level was 169 mg/dl. The customer reported that the insulin pump was exposed to high dose radiation and when informed in hospital the customer was asked to remove insulin pump however, the customer did not remove it. The customer was treated with juice for low blood glucose level. The drive support cap was normal. The customer alleged the insulin pump was over delivering however was not able to perform troubleshooting. The customer performed displacement test and it passed. The customer reported that he was not wearing insulin pump. The device will not be returned for analysis.